Manufacturer narrative:
It was reported that, approximately 14 days after stent deployment, the patient developed a fever, jaundice, and anemia, and pseudoaneurysm was found at a distal side of the biliary stent by CT image. During the emergency angiography, hemorrhage was confirmed at right hepatic artery bifurcation and it was embolized with multiple coils. After two months after the coil embolization, she passed away due to gastric cancer progression. Through the attached case report, it was observed that the stents were placed and pseudoaneurysm was observed on the hepatic artery bifurcation and coil embolization was performed. It is hard to review suspected device's DHR, because it is not confirmed serial no. This case was published from (B)(6), (B)(6) 2019. After recognition by distributor of ((B)(4)), they reported it to taewoong. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure, this case occurred in the long past, and the patient's information is lack. However, based on the description, which was written that "the patient developed a fever, jaundice, and anemia, and pseudoaneurysm was found at a distal side of the biliary stent by CT image.", and "the patient is the one who had a history of chemotherapy for one year in the past.", it is considered that pressure was applied to the hepatic artery wall due to stent expansion force, resulted in occurring the pseudoaneurysm in the right hepatic artery bifurcation. And then, it is considered that pseudoaneurysm is developed to hemorrhage. Also, it is assumed that the patient developed a fever, anemia and jaundice due to pseudoaneurysm and/or bleeding by pseudoaneurysm, and coil embolization has performed to hemostasis. In addition, based on the description, which was written that "physician's view: there was no subsequent bleeding information", and "two months after the coil embolization, she passed away due to gastric cancer progression", it is considered that the jaundice has developed during the process of gastric cancer progression which is the original disease or the obstruction of stent's distal part due to pseudoaneurysm, however, the exact cause can't know. It is stated on user manual as follows. Potential complications: bleeding, fever, bile duct obstruction, increased bilirubin level (jaundice). This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2013: the patient is the one who had a history of chemotherapy for one year in the past. Two semss (bd01008, bsd1006fw) were placed at stenosis parts from porta hepatis to common bile duct in ercp for the treatment of a biliary obstruction due to the gastric cancer (moderately differentiated type adenocarcinoma). 14 days later: the patient developed a fever, jaundice, and anemia, and pseudoaneurysm was found at a distal side of the biliary stent by CT image. During the emergency angiography, hemorrhage was confirmed at right hepatic artery bifurcation and it was embolized with multiple coils. Two months after the coil embolization. She passed away due to gastric cancer progression. Physician's view: there was no subsequent bleeding information.